Event description:
Pt was revised to address disassociation of the poly patella. The metal back was well fixed and left in place; the poly was replaced.

Manufacturer narrative:
No product was returned for examination. Product info required to review the device history records and search the complaint database was not provided. The investigation could not draw any conclusions about the reported device association without the product to examine and insufficient product info. It was noted the product was implanted for approx fifteen years prior to revision. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.